Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis (also described as abdominal cavity infection). The event was manifested by abdominal pain. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal ceftazidime (dose, frequency, and duration not reported) and intraperitoneal cefradine (dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient was hospitalized for more than twenty days. At the time of this report, the patient was recovering. No additional information is available.